Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was a communication error between the computer and the electromagnetic localization system box. There was no patient present when this issue was identified.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733597, serial/lot #: unknown. Additional information regarding the system checkout was received. It was noted that the cable 9733597 external axiem pwr/data was replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.